Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex e codes were applied, see below for clarifications: e2330 - pain e0125 - nerve pain (neuralgia) section e, facility name),(B)(6) for advanced medicine medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system. It was reported that a CT revealed foraminal stenosis due to a fracture of the patient's superior articular process post-operatively. Additionally, the patient has increased left leg pain. It was noted the guidance robot was used for the decortication of the bone. The procedure performed was a interbody fusion from levels l5-s1. Additional surgery was performed the day after to address the adverse event. Additional information received from a manufacturer representative reported the guidance system was involved in an abnormal decortication. The system was used to decorticate and cannulate the pedicle. An appropriate sized screw was placed. Post-op, the patient indicated that they had extreme pain. The fractured process had been cannulated by the guidance system.